Event description:
The customer reported that the panorama central station display turned gold, which may have resulted in a loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that the system would not reboot. Corrections included replacement of the system's power supply and the problem resolved.